Event description:
International affiliate reports the spinal cage broke during insertion. Upon final impaction and removal of the insertion instrument, a piece of the cage surrounding the insertion hole broke away. The broken piece was removed and the remaining cage was implanted. There were no adverse consequences to the patient. As a compromised cage was implanted, a medwatch report is being filed to document this event.

Manufacturer narrative:
The major portion of the cage remains implanted in the patient. The smaller broken piece is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions can be made at this time. However, it is possible that excessive force was placed upon the cage during the repositioning of the device. At this time, the complaint is considered to be closed.